Event description:
Immediately after injection with juvederm ultra with lidocaine to the nasolabial folds, bruising was noted to on the right side near the nose. No blanching was noted. Two days later, the patient experienced pain, redness and swelling to the right side. The patient was treated with keflex 500mg t.i.d.. One day later, pustules and increased pain were noted at the site. The patient was treated with 1ml hyaluronidase to the right nasolabial fold.

Manufacturer narrative:
(B) (4). Batch number h30l519464 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The exact cause is then impossible to determine.